Manufacturer narrative:
Correction: please retract this report 2017865-2023-18009 as new information received noted that there is no allegation of product malfunction.

Event description:
Related manufacturer reference number: 2017865-2023-17191. Related manufacturer reference number: 2017865-2023-17192. It was reported that the patient presented at a follow-up in-clinic. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing episodes which resulted the device exhibiting inappropriate mode switch (ams) episodes and reverting to doo programming temporarily. Programming changes were made by increasing the atrial and ventricular sensitivities, resolving the issue. The patient was in stable condition.